Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced a blood glucose (bg) of 394 mg/dl with extreme drowsiness, lightheadedness and a headache associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes management. During troubleshooting with customer technical support (cts) the basal delivery totals in the total daily dose did not match the active basal program. The reporter also mentioned that the patients bg does increase when the patient has their menstrual cycle. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.15 u ezcarb normal (p) bolus on (B)(6) 2017. The totally daily dose (tdd) history for (B)(6) 2017 appeared to be inaccurate due to the pump being manually suspended on (B)(6) 2017. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There were no delivery interruptions or alarms during the investigation. Unable to duplicate a basal tdd history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.